Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 190 mg/dl and the sensor glucose was below 80 mg/dl at the time of the incident. The blood glucose was 173 at the time of the incident. Sensor did not troubleshoot for calibration not accepted since troubleshoot was done I just got the message that the sensor failed the second calibration. The sensor will be returned for analysis. Customer also reported change sensor and calibration not expected alarms. Thresh suspend was set to 80 mg/dl. Customer stated that, the sensor was reading below 80 mg/dl. Customer advised that since sensor was reading at or below 80 mg/dl that is why pump was suspending. The sensor will be returned for analysis.